Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 02/05/2010, the lay patient's wife contacted lifescan (lfs) alleging that the pt was unable to use his one touch ultra mini meter. She said, he repeatedly had the same reading of 222 on the meter in testing both his and the wife's blood glucose. The medical surveillance specialist (mss) classified the complaint based on the initial info supplied to the customer service representative (csr). The wife said the pt took both humulin and r insulin. She said he attempted to test with the subject product for about one month, but was unable to get the meter to display a new test result. After the issue started, the wife said the pt became weak, shaky, and had clammy skin. When he experienced these symptoms, the wife said he took juice and/or food. The csr documented that only one result of 222 mg/dl appeared in the meter memory. The csr also documented that the pt was applying the blood sample incorrectly to the flat surface of the test strip. The pt's product was replaced. This complaint is reported because wife alleges that the pt was unable to obtain a current blood glucose reading on the lfs meter and he developed weakness, shakiness, and clammy skin.